Event description:
Surgeon performing colon surgery fired the purse string device, the string was difficult to pull through - a new purse string device was opened and used with out difficulty. No harm to the patient.